Manufacturer narrative:
In the event the device that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative evaluated the unit and found that there was no malfunction of the ventilator as it was working per manufacturer specifications. The customer reported that there was a severe leak in the tracheostomy tube. The leak was corrected by the respiratory therapist and the reported issue was resolved. (B)(4).

Event description:
The customer reported that the ventilator passed the extended systems test (est) and pre-use checks but would not ventilate the patient. The unit was checked and it was discovered that the tracheostomy tube was severely leaking. Once the tracheostomy tube leak was corrected the vent was then able to ventilate the patient. There was no patient harm reported.